Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported during an implant attempt, the right ventricular (rv) lead had problems with sensing and pacing. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.